Event description:
The manufacturer received information alleging a trilogy evo o2 device gives occlusion alarm even though all error sources have been excluded. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party's service center the device failed the flow verification: negative flow: measured tidal volume test step. The root cause of the malfunction was determined to be a defective flow sensor. The technician recommended replacing the flow sensor to address the issue. No further investigation is required at this time. Additionally, the particulate filter and air inlet foam filter must be replaced due to preventive maintenance. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.